Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited high thresholds. Attempts to revise the lead failed due to the patient's anatomy. The lead was left in place and reused. There were no consequences to the patient during surgery.